Event description:
According to the facility on (B)(6) 2023 the sample port broke off of the foley catheter requiring the foley catheter to be replaced.

Manufacturer narrative:
According to the facility on (B)(6) 2023 the sample port broke off of the foley catheter requiring the foley catheter to be replaced. The device is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.